Manufacturer narrative:
Investigation by moog service center in (B)(6) found that pump event log had error code 13. Pump pcs board was replaced. This MDR is being submitted because this device is similar to a device marketed in the united states.

Event description:
Information received from moog service center in (B)(6) indicates that pump experiences error code 13.